Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 8 reported devices were received for evaluation; events were confirmed during testing. Evaluation found that 4 devices were affected by internal corrosion, 1 device was found to have a lack of lubrication, 1 device was found to have lack of lubrication and corrosion, 1 device was found to have debris, and 1 device was found to have a damaged internal component. The devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events, in which the devices reportedly overheated. There was no patient involvement for 7 events; no patient impact. There was patient involvement for 1 event; no patient impact.